Manufacturer narrative:
No unexpected no delivery alarms noted. Unit passed displacement test, rewind, basic occlusion, prime and motor test. The insulin pump received with stuck motor error alarm loop during bolus delivery. Motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unit had cracked display window, cracked case at display window corners, reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
Customer reported that the insulin pump alarmed motor during insulin bolus delivery. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to rewind the insulin pump. Blood glucose value is 143 mg/dl. Nothing further reported.